Event description:
The patient stated they forgot to get their pump filled one time about a year prior to the report, and they ¿knew what withdrawal feels like¿. The medication infused at that time was unknown.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).